Event description:
It was reported that the patient underwent a revision procedure due to discomfort and the implant wasn't working with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. During diagnostic testing the physician did not observe any fluid loss or device malfunction.